Event description:
It has been reported to the co that during the procedure this device experienced intermittent continuity. There is no report of pt injury. The device is being returned for the co's analysis.